Manufacturer narrative:
Visual evaluation of persona (tasp) tibial articular surface provisional shim concludes that the returned shim has one of component¿s 1 and 2 disassembled and missing. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of over 3 years 07 months before it fractured, which was manufactured in feb 2014 and has been used in an unknown number of surgeries. Previous investigation found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. The instrument was manufactured before the recall was launched before any re-design was implemented. As such, a previously addressed design issue is considered as the root cause. The complaint is considered confirmed as the returned device was disassembled. The likely condition of the parts when they left zb control is considered conforming based on the products' field age and the DHR review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a tibial articular surface provisional fractured.